Manufacturer narrative:
The catheter sample was visually and physically inspected for product integrity. The inspection confirmed the catheter sample had a frayed edge at one end of the catheter sample. Inspection of this ragged edge did not identify any part of the edge that was physically weak or compromised. All parts of the catheter withstood aggressive handling and stress during the inspection. The report that the catheter disintegrated could not be confirmed. All pieces of the catheter displayed acceptable physical integrity throughout the entire inspection. Based on these results, the most likely cause for the reported issue is catheter sheer. A review of the device history record, raw material history files and the sterilization batch records for the listed manufacturing lot showed no recorded quality problems or rejections related to the incident.

Event description:
Customer reported that the catheter disintegrated and broke off in patient. Patient required second surgical procedure.